Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their therapy was not working as well as their trial. The patient stated they had tried all 4 programs and increasing stimulation and it didn¿t seem to help with holding their bladder. The patient mentioned they would wait 5-6 hours before changing in-between programs and wanted to know what else they could try to help their therapy? The patient reported their health care physician (hcp) redirected them to talk to the manufacturer company. Patient services suggested to the patient that they should wait longer in-between changing programs and to follow up with their health care physician (hcp) if they did not have therapy relief. The patient was going to monitor symptoms not that a change had been made and that they would follow up with their hcp if it didn¿t resolve. The patient called again on (B)(6) 2019 and stated that they were still not getting relief from their therapy. The patient noted they had tried all 4 programs and they were getting less than 50% therapy relief. Additional information was received from the consumer on (B)(6) 2019. The patient reported they were having worse urinary problems and they went to the doctor and the patient found out they had a urinary tract infection. The patient noted they were given shots and antibiotics for this. The patient reported their device was off and their symptoms were worse. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for the patient¿s history of utis prior and since implant, the hcp provided that confirmed uti diagnosis were on (B)(6) 2019 for which they took rocephin and macrobid and on (B)(6) 2019, (which was prior to the device being implanted) for which the patient took levolxacin and rocephin. The hcp stated the cause of the uti¿s was e. Coli and in response to the inquiries of the utis being related to the patient¿s underlying urinary dysfunction and if the uti¿s were related to the device and /or therapy, the hcp replied ¿not necessarily.¿ in response to the inquiry for actions and interventions performed for the uti, the hcp stated the patient was treated with rocephine injection and macrobid. There were no further complications reported.